Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the issue could not be reproduced through troubleshooting of the device. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'will not read the baxter blue key' was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not read the baxter blue key. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.